Manufacturer narrative:
H10: additional narratives updated b5 and b7 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a 21mm aortic valve was explanted and replaced with a 19mm valve after an implant duration of 1 year, 1 month due to infective endocarditis. Per medical records the patient presented with mrsa bacteremia, sepsis, hyperglycemia, encephalopathy, dka, and covid-19 pneumonia. The patient underwent redo-avr and redo-mvr. Augmentation patch aortoplasty and aorta to right atrial fistula closure were also performed concurrently. Pre-op echo showed a small vegetation on the previous mitral prothesis, but there was none after the left atrium was opened. Given the clinical presentation, the surgical team decided to proceed with redo-mvr. The replacement mitral valve was well seated with no perivalvular leak. The previous aortic prothesis was well functioning with no vegetation; however, the setting of left-sided endocardial made the surgical team proceed with redo-avr. A lot of pannus was noted. The replacement aortic valve was well seated with no perivalvular leak. Intra-operatively the patient developed severe coagulopathy requiring multiple blood products. The patient tolerated the procedure well and was transferred to the ICU in critical but stable condition. The patient had washout and sternal closure on pod #2. On pod #3 the patient required ppm due to chb. The patient was discharged to prison in improved condition on pod #20. As reported, the event was not due to deficiency of the original device.

Manufacturer narrative:
Additional narratives: the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the explanted device for return. At this time, no device status has been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported via the implant patient registry that a 21mm aortic valve, implanted for one (1) year and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 19mm valve. As reported, the device explant was not due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.